Event description:
A distributor reported that a user facility performed a thermage cpt treatment on a patient, and there was a spark from the tip during the treatment and scorch marks were see on the tip membrane. No patient injury had occurred due to the spark.

Manufacturer narrative:
The data log and treatment tip from the event have been requested to be returned for evaluation but have not yet arrived. The investigation is ongoing.

Manufacturer narrative:
The treatment tip from the event was returned and evaluated. The tip passed flow and thermistor testing however it failed leak testing and visual inspection. Service confirmed there was a burnt radio-frequency trace on the tip membrane. This evaluation confirms the customer¿s account of possible sparking from the tip membrane during treatment. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment. Investigation has found glowing or sparking from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that causes damage to the radio-frequency trace, which can lead to arcing and subsequent burn-through of the flex circuit membrane. A review of the manufacturing records showed all requirements were met. No patient injury was reported during treatment. A review of manufacturing records show final manufacturing test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for the serial/lot number. Based on available information the cause of the reported event was due to damage on the tip membrane along the radio-frequency trace. All treatment tips are visually inspected for defects during manufacturing and packaging. There is already an nc/CAPA opened for this type of complaint.